Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 105 alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by sheared motor mount screws. The motor assembly and mount screws were replaced.